Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address tibial component loosening approximately fourteen (14) months post-operatively. Initial and revision operative records did not note any intraoperative complications. No additional patient consequences were identified.

Manufacturer narrative:
The reported event was able to confirmed by examination of the suspected device. Visual examination of the returned device showed bone cement fragments attached to the tray and some minor surface scratches. Medical records were also provided and reviewed by a hcp. Patient was experiencing pain and x-rays showed possible evidence of loosening of the tibial component and patient was symptomatic of detachment of tibia component. The tibial component was revised with no complications. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products- unknown femoral component catalog #: ni lot #: ni, unknown tibial bearing catalog #: ni lot #: ni. Report source: foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address tibial component loosening approximately fifteen (15) months post-operatively. No additional patient consequences were identified.